Event description:
It was reported that when the patient presented for follow-up the right ventricular lead exhibited a high capture threshold and decreased r-wave amplitudes. An x-ray revealed lead dislodgement. During repositioning the lead exhibited high, out of range, pacing lead impedance. The lead was explanted and replaced without complication to the patient. After extraction the physician noted material in the helix, which he believes may have caused the high pacing impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).the damage found was sustained during the surgical procedure. The lead was otherwise normal. It was noted that the steroid plug was displaced inside the helix. It could not be determined when the steroid plug displacement occurred.